Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap and reservoir locks properly into the reservoir compartment. No unexpected suspend alarms noted during testing. The insulin pump communicated properly with test guardian link transmitter (3), and no unexpected communication alarms or alerts were found during testing. The insulin pump calibrated properly with the guardian link transmitter (3) no unexpected suspends were found during testing. The insulin pump was cut open to perform visual inspection and found a cracked component on electrical board a 1. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and corroded battery tube. Unexpected suspend [low sensor glucose] was not confirmed during testing. Unable to verify customer's complaint for low blood glucoses. Component physically damage was confirmed, a c-16 cracked resistor was found during visual inspection. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that they experienced low blood glucose value of 3 mmol/l. Customer stated that they were treated with food and glucose tablets and they had symptoms such as shaking, anxiety and fatigue. No harm requiring medical intervention was reported. The device was returned for analysis.